Manufacturer narrative:
This report is submitted september 10, 2018.

Event description:
Per the patient's surgeon, the patient experienced a skin breakdown at the implant site and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient experienced infection and extrusion of the receiver stimulator and the patient was treated with several courses of oral antibiotics (dates not reported), however the issue could not be resolved. This report is filed on september 28, 2018.